Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the pump¿s battery compartment was damaged and would not accept batteries. His blood glucose was 327 mg/dl. The caller said that there was a copper piece that broke off the battery compartment and because of that, the pump alarmed failed battery test. The caller declined troubleshooting for the high blood glucose and the failed battery test alarm. The insulin pump will not be returning for analysis.